Event description:
This complaint is now reportable based on the analysis completed on 03/23/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x24 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the proximal left anterior descending (lad) artery. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the returned device revealed a severe shaft hypotube kink approximately 22 cm distal from the strain relief. This type of damage is consistent with excessive force being applied to the complaint incident. Stent damage was also noted. Several distal stent struts were pulled distally towards the tip of the delivery system. This type of damage is consistent with the device getting caught on some form of restriction. No other kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is unknown.